Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the implantable cardiac defibrillator (ICD) lost radio frequency (rf) connection and exhibited inappropriate reset. The physician used a different device for the implant. No patient adverse health consequences were reported. The patient was discharged post procedure.